Manufacturer narrative:
Result and conclusion - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed the main tube not to be bent. Engineering also conducted performance tests and found that the scissors won't cut through .006" latex at the tips, however, the blades are not damaged. Engineering also observed the distal end of the main tube has a 2.5" long section with material removed on one side of the tube. The damaged area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received.

Event description:
It was reported that the monopolar curved scissors instrument has a bent shaft. The customer is not aware if this was noticed during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.